Event description:
Customer's wife called provider alleging her husband took the scooter outside and somehow flipped it. Customer suffered head injuries.

Event description:
Customer's wife called provider alleging her husband took the scooter outside and somehow flipped it. Customer suffered head injuries.

Manufacturer narrative:
Nothing with the device's design or function could be attributed to the alleged event. Refer to attached returned product evaluation.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up if the device becomes available.